Manufacturer narrative:
Mfg date: 04/2014. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No complaint sample was received for evaluation; however, based on the lot number provided, the assembly batch record was reviewed and revealed that the printing is correct according to specifications. In addition, the record review revealed that all relevant tests performed during the manufacturing process and final product release had been performed and met requirements. No nonconformities of this nature have been registered during the production of this lot. There is not enough information to conclude that the product did not meet specifications and perform as intended. No other conclusion could be drawn without performing the testing on the product. Should the complaint sample become available at a later time we will reopen the file for investigation. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the endotracheal tube had "inaccurate markings". It is unknown if the device was used on a patient.